Event description:
An aneurx bifurcated stent graft, 26mm x 15mm diameter x 16.5cm length, was implanted to treat an abdominal aortic aneurysm in 1998. During the procedure, the stent graft was inadvertently pulled down into the aneurysm sac, resulting in an ineffective proximal seal which was resolved with the addition of two 28mm diameter x 3.75cm long extender cuffs. Insufficient overlapping of the proximal extension cuffs was known at the time of the procedure. A follow-up examination approximately 6 months later revealed an endoleak. The pt continued to be followed clinically and underwent repeat angiography approximately one year later, which revealed that the two proximal extension cuffs had "moved apart". In 2000, a 28mm diameter x 6cm length thoracic stent graft was successfully implanted to resolve the gap between the cuffs. The pt is reportedly doing fine. There were no additional clinical sequelae reported relative to the event.